Event description:
It was attempted to use a pantera lux drug coated balloon catheter for treatment of the lad. The physician requested a pantera lux, however, the circulating nurse inadvertently took a pk papyrus covered stent system, read off the ubd and size/length, and handed it off to the scrub nurse. The scrub nurse unpacked the pk papyrus and gave it to the physician for implantation. As the stent was deployed, perfusion was lost, and the patient immediately arrested. Then it was noticed that the wrong device was used, and the physician proceeded to pierce the stent to regain blood flow, which was successful. The patient was hospitalized thereafter. Upon discharge, the patient passed away. The complainant stated that the boxes and green color on the boxes were too similar. The package was thrown away by the hospital staff after the case and the lot number was not documented. Patient was hospitalized for 7 days. 2 days after discharge the patient passed away.

Manufacturer narrative:
Neither the complaint instrument nor its packaging was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. No information about the lot of the complaint instrument used in the intervention was provided (neither for the pk papyrus nor for the pantera lux). Therefore, the last three pk papyrus lots and the last three pantera lux lots that were delivered to the hospital prior to the reported event date were checked. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The outer labels show several major differences in text, color, sketches, peel-off labels, and symbols, which allows the user to identify the different products. The hub of each instrument is laser marked with the product name as well and gives a clear information about the instrument. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the handling during the preparation for the intervention (i.e. The wrong product was chosen from the shelf). The affected hospital confirmed a human error in the selection of the device.